Event description:
It was reported that this lead was explanted due to inappropriate shock, noise with oversensing, and pacing inhibition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).